Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the waveguide was found broken. It was reported that the device received a red light, would not activate during use, and had a component that disengaged post procedure but did not fall into the patient. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. Visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy, the device was used for 2 1/2 hours then suddenly a red alarm occurred. Afterwards, the generator would not start and the red alarm always repeated. The staff decided to change the battery but still the same issue with the red light. The nurse cleaned the jaw without any force and suddenly the tip was broken up. The operating room team decided to use a scalpel but after a short time also the scalpel didn't work anymore. They decided to use another ligasure device and the procedure was completed. The photo submitted showed that the tip of the device was broken off. There was no patient injury.